Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 250 mg/dl. The patient experienced nausea, pain, and labored breathing. The customer was given an abundance of medication. She was released from the hospital after five hours, but she was readmitted the next day on (B)(6) 2017. Her blood glucose at the time of the second admission was 360 mg/dl. The patient was going through diabetic ketoacidosis. The cap was missing from the reservoir. There was no damage on the insulin pump. The insulin pump was not returned for analysis.